Manufacturer narrative:
Received one device. Visual inspection found damaged(detach) downstream occlusion sensor (dso) seal. Functional testing also found defective dso sensor both replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not recognize the cassette. The status of the product at the time of event was before infusion. There was no patient involvement or harm.